Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver passed charge and boot up testing. Functional testing was performed and the device passed all relevant testing. The receiver data log was reviewed and a loss of connected was observed on the issue date. Paring\calibration\performance\range tests all passed. The reported customer complaint was confirmed. The probable cause could not be determined because the complaint could not be replicated with the returned device. No additional event or patient information is available.